Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6)/2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Patient's date of birth is (B)(6).